Event description:
During the broaching process, surgeon took an x-ray to asses leg length and offset. They were at a size 4. The surgeon wanted to back up to a size 3 and countersink the broach and then utilize a calcar planar to obtain the leg length he desired. Then rebroach to a size 4 and implant a size 4. The calcar cracked when using the single offset adapter 40mm (75007308). No displacement and no cable was used. The instrument was not broken, it was the patient bone that was adversely effected.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).